Event description:
It was reported that when unpacking for an ureteroscopic lithotripsy laser lithotripsy procedure the fiber leaked light, the hospital department needed to replace it, and the fiber was only used once. The procedure was completed with another of same device. There were no patient complications reported

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece with no fiber body defects. Microscopic inspection found the tip was degraded and the connector has no defects. The functional testing of the fiber found that there was no leakage of light, and the fiber was in good condition. Therefore, the reported compliant against the fiber was not confirmed due to there was no found fiber defects. A device history record review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. Based on all the available information objective evidence from the product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected. Therefore, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the initially reported fiber break.

Event description:
It was reported that when unpacking for an ureteroscopic lithotripsy laser lithotripsy procedure the fiber leaked light, the hospital department needed to replace it, and the fiber was only used once. The procedure was completed with another of same device. There were no patient complications reported.